Event description:
The customer was found unconscious and the device was used to check their blood glucose by paramedics. The result was 127 mg/dl. Patient was taken to the hospital and a lab value was 22 mg/dl. Patient was treated with glucose and kept overnight. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.